Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left common to external iliac artery. After a 9-40 non bsc guidewire crossed the lesion, a 7.0 x 40, 135cm mustang¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 5 atmospheres on the first inflation. Leakage of contrast media was confirmed under angiography. The device was completely removed from the patient's body. It was checked and was confirmed that the balloon rupture longitudinally. No patient complications were reported and the patient's status was good.